Event description:
Baxter reported a false air in line alarm on a colleague infusion pump at the facility. The pump needed to be stopped during the alarm and subsequent troubleshooting. At this time, no add'l details are available regarding the event date, names, rates and concentrations of medications involved, pt's demographics, diagnosis and status, pt injury, medical intervention, and set up of the pump.